Manufacturer narrative:
To date, the device has not been returned to olympus but was examined on-site. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer staff operators were getting sick from the fumes from the endoscope reprocessor. No patients were affected, however eight staff members were affected. An olympus field service tech came on site and sealed the area with silicone and the malfunctioning part was replaced. There have been no known spills or leaks of disinfectant solution. There have been water leaks from 3 machines. These machines are in a "clean" room which maintains positive pressure. There was no malfunction in maintaining the pressure. None of the acecide bottles were damaged. None of the environmental conditions were out of range. The staff did not report this occurring during changing of the chemicals. It happened more so when the machines were running. This complaint is regarding staff member who reportedly experienced burning eyes. No treatment was given, and the employee returned to work as scheduled. There was no serious deterioration in their health. There was no evidence that a permanent disability or permanent damage that caused substantial disruption in the state of health of the person, and that additional medical or surgical intervention was required to preclude permanent impairment of a body function or damage to a body structure that is associated with the use of the olympus device. The issue occurred during reprocessing.

Manufacturer narrative:
This supplemental report is to provide a correction to the initial medwatch report. Initially, this complaint was submitted as a reportable malfunction, conservatively. However, upon additional information received, there was no reportable malfunction related to the subject device captured in this complaint. The initial medwatch reported that the customer staff operators were getting sick from the fumes from the endoscope reprocessor, which was reported out of caution due to lack of information. Upon receipt of additional information from the customer, it was confirmed that there was no treatment was given, and the employee returned to work as scheduled. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.